Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported arrythmia and subsequent death remain unknown.

Event description:
Following a ventricular tachycardia (vt) ablation procedure in the left ventricle, the patient expired. After performing mapping and ablation, the physician performed ventricle stimulation to see if the vt was resolved. The stimulation resulted in ventricular fibrillation (vf) which was terminated using an external defibrillation. Following defibrillation, the ECG did not return to normal sinus rhythm (nsr) and the patient became hypotensive and bradycardic. A transesophageal echocardiography confirmed that there was no tamponade. After a few minutes, pulseless electrical activity (pea) was noted, the heart was massaged for an hour and the patient subsequently expired.